Event description:
The customer reported a "cine disk not available" error message and loss of cine functionality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and bridge connections were reseated. The system was then found to be operating as intended.